Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2013, resulting in fixture loss. The patient was given a local anesthetic injection (type and amount not reported) to facilitate fixture/abutment removal and to close the site with sutures. There are plans to replace the lost fixture, but it is unknown if this has occurred as of the date of this report (B)(6) 2013.

Manufacturer narrative:
This device is not available for analysis. This report is filed 18 mar 2014.